Event description:
Supplemental report is being filed as additional information indicates that the device was already returned. Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The crt-d was explanted.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The crt-d was explanted.